Event description:
It was reported that during the implantation of the stent in the superior vena cava, the device jumped and missed the planned location. The stent migrated to the heart and the pt expired shortly there after. Further info received: the stent was placed through the right arm. In 3/2004, a right central venous catheter was placed. Subsquently, a high grade stenosis formed in the brachial-cephalic vein. The dr attempted to dilate the stenosis with a 20 x 40 mm balloon catheter. The brachial-cephalic vessel opened 1-2 mm. He then attempted to deploy the luminexx stent. Immediately upon deployment, the dr stated that the stent moved to the right atrium. He stated that the svc was 11 mm in diameter and he was using a 14 mm stent. The dr flared the stent in a vessel larger than the stent and tried to pull it back in the smaller vessel. With the blood flow pushing it out and the expansion of nitinol, the stent jumped out of the catheter beyond the delivery system. The dr then attempted to snare the stent. The stent then moved to the tricuspid valve. During this procedure, the pt developed tachycardia, then bradycardia, cardiac arrhythmia, lactic acidosis, and expired in the radiology suite. The dr stated that the pt may have suffered a pe. The dr stated that he felt that this was not a problem with the luninexx stent. The dr stated that he believes no autopsyy will be done.